Event description:
I am a pediatrician with research and prevention programming experience in the (B)(6) and someone sent me a link to this product - lifenest infant mattress topper - intended for infant sleep. It is unsafe - intended for sleep - curved, soft - essentially a pillow in a crib. Must look into this product. Marketed to prevent plagiocephaly and as a "medical device", (B)(6)